Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula with no issues during a fluid pass through test. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.8 mmol/l (374.4 mg/dl) with ketones present, while wearing the pod between 24 and 36 hours on the hip/buttocks area. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by bolus.